Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow up, oversensing due to noise which then resulted in the administration of inappropriate therapy was noted on the right ventricular (rv) channel. The device was explanted and replaced while the rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.